Manufacturer narrative:
The device, an electric systems foot control, was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
There was a report from the USA, that the spring in the pedal is broken, and the pedal does not come back up. It is known that the device was being used in operation / surgery; there was no information about any patient or user injury, or medical intervention. There was no additional information provided.